Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator left (mtml). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, user informed the technical support engineer (tse) that the instrument tips on universal surgical manipulator (usm)1 and usm2,could not be opened. The user replaced the drape adapter and the instruments, and they also performed a hard power cycle, but the issue persisted. The tse reviewed the logs and found error 22005, which indicated a homing error on the left master tool manipulator (mtml). The user continued with the procedure using the same system configuration with no further issues. No known impact or patient consequence was reported. A procedure delay was reported.